Event description:
On (B)(6) 2019, the clinical director of facility x emailed info@trilliantsurgical.com the following: "we are removing one 2.4mm gridlock screw that is backing out of the bone. What type of screw driver do we need?" Upon further inquiry, a trilliant surgical sales support specialist gained some insight on the details of the screw that was "backing out of the bone". The 30-year-old female patient was reporting pain at the surgical site and was "unable to wear shoes" when she came in for post-operative x-rays. Noncompliance is unknown at this point in the investigation. The clinical director noted that the original procedure (a bunionectomy with hallux osteotomy of the left foot) took place at facility y on (B)(6) 2018 with doctor 1, utilizing the minimally invasive bunion (mib) plating system. The clinical director's original request stated that the 2.4mm gridlock screw was backing out, however, the clinical director provided x-rays of the surgical site and it was observed that it was the tiger cannulated interfragmentary screw that was backing out of the surgical site. The clinical director also noted that the tiger cannulated screw was the only screw that is backing out and that the other "screws and plates are still in good position". The removal of the tiger cannulated screw took place on (B)(6) 2019 at facility x with doctor 2. The clinical director was notified to return the screw to trilliant for further review upon the removal. Upon part return follow-up, the associated trilliant surgical sales representative noted that the plate and the screws would not be returned. The plate was left implanted and the screw was not kept by the sales representative.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-8 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be onset of patient pain due to the screw backing out. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. Section h9 n/a to this report. 8. No files attached to this follow-up report. Additional investigation conducted on (B)(6) 2020: as seen in section d4, a lot number was identified for this event. Based on the sales representative's inventory, the unknown lot number of the tiger screw was narrowed down to tsl000503. The corresponding DHR was reviewed for any significant events (i.e. Nonconformances, reworks, deviations) that may correlate to the reported event. As a result of the DHR review, it is concluded that no significant events were identified as correlating to the reported event.

Manufacturer narrative:
Limited case information was provided. A removal surgery occured as the tiger cannulated interfrag screw was backing out of an mib plate and was causing pain. A lot number of the plate and/or screw was not provided. A DHR review was not able to be completed. Visual and dimensional inspections were not able to be completed. A review of the complaint lot from 02/22/2018-(B)(4) 2019 revealed an additional 4 complaints ((B)(4)) were all found to be similar (tiger screw backing out causing a revision surgery). The root cause of the event cannot be determined due to the limited information provided.

Event description:
On (B)(4) 2019, the clinical director of surgery center of (B)(6) emailed (B)(4) the following: "we are removing one 2.4mm gridlock screw that is backing out of the bone. What type of screw driver do we need?" Upon further inquiry a sales support specialist, gained some insight on the details of the screw that is "backing out of the bone." The (B)(6) female patient was reporting pain at the surgical site and was "unable to wear shoes" when she came in for post-operative x-rays. Patient noncompliance is unknown. The clinical director noted that the original procedure (a bunionectomy with hallux osteotomy of the left foot) took place at memorial hospital of (B)(6) on (B)(6) 2018 with dr. (B)(6), utilizing the minimally invasive bunion plating system. The clinical director's original request stated that the 2.4mm gridlock screw was backing out; however, the clinical director provided x-rays of the surgical site and it was observed that it was the tiger cannulated interfragmentary screw that was backing out of the surgical site. The clinical director also noted that the tiger cannulated screw was the only screw that is backing out and that the other "screws and plates are still in good position." The removal of the tiger cannulated screw took place on (B)(6) 2019 at surgery center of (B)(6) with dr. (B)(6). Upon part return follow-up, the trilliant sales representative noted that the plate and the screws will not be returned. The plate was left implanted and the screw was not kept by the sales representative.